Manufacturer narrative:
The system was used for treatment. A batch record review of kit lot e233 was conducted. There were no non-conformances. This lot met all release requirements. A review of kit lot e233 for the reported complaint issue shows no trends. Trends were reviewed for complaint categories tubing leak, alarm #57: return pump (#3) error, and no trend was detected for these categories. The assessment is based on information available at the time of the investigation. No product was returned for investigation; therefore, it could not be determined if the product met specification based solely on the information provided by the customer. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted. This case is reportable as a MDR due to the reportable malfunction, tubing leak. Since the tubing leak is associated with the kit, only one MDR will be filed for this case. Investigation complete. Complaint-(B)(4). Device not returned for evaluation.

Event description:
Customer called and reported alarm #57: return pump (#3) error followed by a blood leak next to the recirculation pump. Whole blood processed (wbp) was 650ml. Customer refused to answer questions regarding patient's information. Blood was not returned to the patient. Patient in good condition, not impacted by the incident. No product will be returned for investigation.